Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates the break was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, engineers concluded that unintended use error caused or contributed to the event.

Event description:
It was reported that the superion indirect decompression (ID) implant screw would not engage and broke into three pieces during initial deployment. The broken pieces were removed, and the physician completed the procedure with another ID implant of the same model. It was noted that no excessive force was used, and no thick bone or other obstructions were seen during the procedure, however no issues were present upon opening package. The patient did well post-operatively.

Event description:
It was reported that the superion indirect decompression (ID) implant screw would not engage and broke into three pieces during initial deployment. The broken pieces were removed, and the physician completed the procedure with another ID implant of the same model. It was noted that no excessive force was used, and no thick bone or other obstructions were seen during the procedure, however no issues were present upon opening package. The patient did well post-operatively.